Event description:
It was reported that "the x-ray shows a break in the gamma-type intramedullary nail inserted on (B)(6) 2025 at the joint with the cervical screw. This in situ break is responsible for the worsening of the femoral fracture. This failure required reoperation with insertion of a total hip replacement." Additionally reported clinical consequences observed "loss of mobility and/or independence".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided.more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.a review of the labeling did not indicate any abnormalities.no indications of material, manufacturing or design related problems were found during the investigation.if the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "the x-ray shows a break in the gamma-type intramedullary nail inserted on (B)(6) 2025 at the joint with the cervical screw. This in situ break is responsible for the worsening of the femoral fracture. This failure required reoperation with insertion of a total hip replacement." Additionally reported clinical consequences observed "loss of mobility and/or independence".